Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02330 / 02332).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported by patient they underwent a total hip arthroplasty on (B)(6), 2007. Subsequently, patient was revised on (B)(6), 2012 due to alleged elevated cocr levels. Patient alleges metallosis and fluid were present during revision. Additional information was received in the form of clinical study data. Data indicates patient underwent a revision procedure on (B)(6), 2012 due to loosening of the acetabular component. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left total hip arthroplasty and subsequently, underwent a left hip revision due to patient allegations of pain, foot drop, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, and elevated metal ion levels.

Event description:
It was reported by patient they underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to alleged elevated cocr levels. Patient alleges metallosis and fluid were present during revision. This report is based on allegations set forth by patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported by patient they underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to alleged elevated cocr levels. Patient alleges metallosis and fluid were present during revision. Additional information was received in the form of clinical study data. Data indicates patient underwent a revision procedure on (B)(6) 2012 due to loosening of the acetabular component. No further information has been provided.